Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the ise drain valve was cracked which did not allow the vacuum to pull fluid out of the drain assembly. The fse performed repairs by replacing the ise drain valve which resolved the overflowing/leaking or instrument error issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was an error message with some cal suppressed ref noise results, and it was discovered that there was clear fluid which had overflowed from the ise (ion-selective electrode) drain into the drip tray of the unicel dxc 800 pro synchron system. The leaked reached the floor. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.